Manufacturer narrative:
An issue of ipg communication after surgery was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The device was not returned for analysis; however, the implant data log was received. Analysis of the record shows that the system was unable to successfully maintain a connection with the clinician programmer. Based on the information received, the cause of the event is consistent with user error. Actions have been taken to prevent reoccurrence.

Event description:
It was reported surgical intervention was undertaken wherein the ipg was explanted and replaced resolving the issue.

Manufacturer narrative:
An issue of ipg communication after surgery was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The device was not returned for analysis; however, the implant data log was received. Analysis of the record shows that the system was unable to successfully maintain a connection with the clinician programmer. Based on the information received, the cause of the event is consistent with user error. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
D4 - additional device information has been corrected in this report.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient's ipg became inoperable following an unrelated surgical procedure wherein the ipg was not set to surgery mode. Recover attempts were unsuccessful. Surgical intervention may be pending to address the issue.